Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient began experiencing irritation and rash at sensor site. Patient claimed that after two to three days, patient starts to get an itch from sensor and it gets worse. Patient went to a dermatologist in (B)(6) of 2013 who recommended a steroid cream. At the time of the call the patient reports feeling fine and that the rash goes away after a few days.